Event description:
It was reported by the customer that a pyxis medstation system had an error message. The customer stated that they are getting an error message stating "a timeout was detected by the underlying data source, the operation was aborted" after rebooting it asking to re-registered causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an error message. The technical support specialist database was not responding and the reboot had fixed the issue. The system functioned as intended after the technical support specialist troubleshooted the device.